Event description:
The laser system showed "alarm 0800": flow/temperature waring on chiller unit. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The chiller unit, previous replaced, had wrong setting. For this reason the laser system showed "alarm 0800": flow/temperature waring on chiller unit. We are unaware about delay on treatment or pt injury.